Event description:
The device was returned for routine preventative maintenance with no reported problems or pt harm. It was discovered during the repair evaluation that there was no output from the bnc connector which connects to and activates the remote alarm. The bnc connector was replaced to correct the problem. There was no pt involvement, malfunction detected on technician's bench.